Event description:
The pt was revised because of disassociation. It was noted the stem was put in at a 80 degree retrograde.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info states the stem was put in at an 80 degree retrograde. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.